Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the right atrial lead exhibiting noise. Programming interventions were discussed, however; no interventions were reported. The patient was asymptomatic.